Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the pump cannot complete the rewind sequence. Troubleshooting advised customer to change out the infusion set. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.